Event description:
It was reported to tyco healthcare/kendall on august 4, 2006, that a customer had a problem with a dialysis catheter. The customer states the adapter broke within a week to 15 days of insertion (3rd or 4th dialysis).

Manufacturer narrative:
Add'l info regarding the event has not been provided to tyco healthcare/kendall at this time. Tyco healthcare/kendall continues to seek add'l info regarding the event.